Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hernia procedure (inguinal) using a robotic operative approach, a hole in the mesh was noticed when the package was opened. The mesh appeared normal except for the hole. The issue was detected after opening the packaging. The product was never implanted. There was no patient involved.

Event description:
It was reported that during a hernia procedure (inguinal) using a robotic operative approach, a hole in the mesh was noticed when the package was opened. The mesh appeared normal except for the hole. The issue was detected after opening the packaging, and the tamper-evident seal on the box was not peeled or damaged. The product was never implanted. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, d9, e1 (prefix), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was returned with its packaging and found not contaminated. The textile knitting pattern, dimension and collagen film were found as expected. A hole was found along the sewing between the flap, and the mesh-yarn was disjointed but visible. The two stopping points were visible. All the packaging were opened; the mesh was potentially manipulated. Yarn was disjointed but visible, and the two stopping points were also visible. The device was correctly sewn. It was reported that the mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.